Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information received from the manufacturer representative indicated the catheter was replaced on (B)(6) 2015. The dose was decreased from 240.4mcg/day to 96.0mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n184808006, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of gablofen baclofen (2000mcg/ml, 240.4mcg/day) in an implantable infusion pump for intractable spasticity. The patient experienced increased stiffness and profuse sweating. A catheter access port (cap) aspiration was attempted and no flow occurred. The drug dose had also been increased a couple of times without relief. A catheter revision was scheduled. Additional follow-up was requested from the manufacturer representative regarding that status of the revision and any other pertinent information.